Event description:
During a graft revision (vascular procedure) on the patient's left hand, it was reported that as a nurse was adjusting the position of the light via the non-sterile handle a "dime sized" piece of paint was observed to fall into the sterile field about a foot or less from the incision site. The light was then moved away from the sterile field and not used again during the procedure. Initial report was that debris fell into the body cavity, later reports were that the chip or debirs did not fall into the cavity, but rather away from the incision site. According to the hospital, the wound was inspected and no debris was found in the site, no antibiotics were given, and the procedure continued without further incident. No known injury to patient.